Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was confirmed that one of the keys was stuck, resulting in the reported high priority, stuck key alarm. Functional testing did not duplicate the alleged inaccurate delivery. The pump operated within specification. The keypad was replaced and the device then passed all testing.

Event description:
It was reported that occasionally there is an error that says "the button is locked. Release the button," without touching it. Reporter alleged the device also delivers amount close to the +6% maximum. The issue was discovered during testing. There was no patient involvement.